Manufacturer narrative:
Concomitant product: product ID 8731, serial # (B)(6), implanted: (B)(6) 2004, explanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
Information was received from a health care professional regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. The patient's morphine pump was implanted on (B)(6) 2004 and replaced on (B)(6) 2009.